Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned products. The visual inspection of the sample noted three sutures and five needles. A tactile and microscopic inspection of the sutures was performed with no abnormalities. One needle was received with a broken tip. Upon microscopic inspection of the broken needle, instrument marks were observed at the break site of the needle tip. The opened package returned contained a needle that appeared to have disengaged from the suture under tension. The suture was not returned. Upon microscopic inspection of the detached needles, normal needle crimp and swage marks were observed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the secondary condition was concluded to be could not be reliably determined. Unfortunately because no sealed products were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Additional information has been requested however it was reported that no additional information is available. Should additional information become available a supplemental report will be filed with the new details.

Event description:
According to the reporter during an orthopedic surgery at the point of the subcuticular suture, a nurse received a needle holder from the surgeon without a needle. The missing needle was not found at the time, however, another (B)(4) was opened to continue the procedure. After the procedure, the missing needle was found outside of the patient body. They retrieved the needle and observed that it broke at the tip. An x ray/image intensifier was used to search for the broken tip and it was found inside the patient cavity. Surgeon removed a part of the subcuticular stitches and the broken tip was immediately retrieved. There was no additional bleeding or patient harm.

Manufacturer narrative:
(B)(4).